Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the pump have shown that 547.5 ml had been infused, but about 250 ml had remained in the bag, 75 ml was left in the bag. The pump had not alarmed. The continuous infusion rate had been set at 22.8 ml/hr, starting with 547 ml in the reservoir and ending with 75 ml remaining. The event occurred while in use with a patient, no patient injury was reported.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.